Event description:
It was reported that the patient was "not having normal bowel movements" and too many "pellets." The patient reportedly met with their healthcare provider (hcp) 2 months ago and they felt "something wasn't right" and ordered a pelvic x-ray to make sure the "probe had not slipped." It was later reported that the x-ray showed the previous lead migrated, so re-implantation of the lead was performed. It was reported the patient was currently receiving effective therapy. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v855059, implanted: (B)(6) 2012. Product type: lead: product ID 3093-28, lot# v855059, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Follow up information obtained from the physician attributed the patient¿s diarrhea to antibiotic use. It was also reported that the patient had colitis, c. Difficile, and chronic diarrhea. In addition, a revision of the implantable neurostimulator (ins) was performed on (B)(6) 2013. Hospitalization was not required for the event. No injuries were noted and the patient outcome was reported as non-serious injury/illness. If additional information is received, follow up report will be sent.

Manufacturer narrative:
(B)(4).